Event description:
Boston scientific received information that during a follow up it was noted that the pacing thresholds had increased, as well as a decrease in amplitudes on this right ventricular lead. In addition, it was reported that anti-tachycardia therapy was delivered due to a ventricular tachycardia, this accelerated the arrhythmia to a ventricular fibrillation rhythm, and a shock was appropriately delivered. An x-ray was done which showed that this right ventricular lead had dislodged. At this time, there has been no change to the lead. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
Should additional information become available this investigation will be updated.

Manufacturer narrative:
Additional information received noted that this lead was explanted and will be returned. No adverse patient effects were reported following the procedure.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Visual inspection noted a stylet inserted in the lead lumen. In addition the insulation was bunched and the conductor coils were slightly deformed. The lead was slight curled, and blood/fluid was noted in the lumen of the lead towards the terminal end. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations.